Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's daughter told the hcp that the patient's stimulator was no longer working and it was removed. The hcp also stated that only the wires remained implanted but the hcp did not know what "not working" meant. There were no further symptoms or complications reported or anticipated.